Event description:
Initially, it was reported that the vns patient passed away while in hospice care. The cause of death is not known. The nurse practitioner reported that the patient suffered from pneumonia a few days before he passed away, but no other details were known. The nurse practitioner did not see how vns would have contributed to the death; however, the official cause of death was not known. It was reported that the vns was stable at the patient's previous office visit and the patient was scheduled for prophylactic generator replacement at the time of death.